Manufacturer narrative:
(B)(4). Event location: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient presented in emergency room for right leg pain. On (B)(6) 2010, patient presented for follow-up. Patient reported right lower extremity pain which radiates down back of his calf. On (B)(6) 2010, patient presented for pre-op visit before l5-s1 alif. Patient reported right leg pain and numbness. On (B)(6) 2010, patient underwent x-ray of chest. Impression: no significant change. Left basilar density most likely represents scar ring. On (B)(6) 2010, patient underwent l5-s1 anterior lumbar decompression and fusion for a pre-op diagnosis of l5-s1 degenerative disc disease and stenosis. Per-op notes: the discectomy was performed by using a knife, endplate cutter, pituitary rongeurs, kerrison rongeurs to remove majority of the disc. A 13.5 mm spacer trial was placed into the interspace and lateral radiograph using the c-arm device was taken. A 13.5 mm synfix graft was packed with bmp and crushed cancellous bone and impacted into place without difficulty, the awl was used to place screws into l5 and s1. Into s1, 25 mm screws and in-to l5, 20mm screws were placed. These were reviewed on fluoroscopy and felt that they were in excellent position. No complications were reported during the procedure. On (B)(6) 2010, patient presented for follow-up post l5-s1 alif. Patient reported pain in right leg from knee to foot, tightness and tenderness in right calf. X-rays of low back showed components in good position. On (B)(6) 2010, patient presented for follow-up. Patient reported increase in low back pain after a rough car ride, also there was occasional foot pain and pain in calf on right side. X-rays showed components were in good position. Also, some fusion was seen. On (B)(6) 2011, patient presented for follow-up. Patient reported occasional right lower extremity cramping and sharp quick jolts of pain in leg. X-rays showed components in good position. Also, some fusion was seen. On (B)(6) 2011, patient presented for follow-up. Patient reported increased back pain, occasional shooting pain in right foot, tenderness to palpitation in right calf and decreased sensation over right foot. On (B)(6) 2011, patient presented for follow-up. Patient reported right foot pain which travels up to his mid-calf just below his knee, occasional back pain and stiffness. On (B)(6) 2011, patient presented for evaluation of right ankle. X-rays showed mild degenerative changes. No fracture or dislocation noted. The mortise reveals normal alignment. Oblique view showed talonavicular sag present. Forty percent ¿talar¿ head uncovering. Hind foot valgus alignment. Overall bone quality was noted to be normal. On (B)(6) 2011, patient presented for follow-up one year post l5-s1 alif. Patient reported occasional back soreness. On (B)(6) 2011, patient presented for follow-up. Patient reported low back pain and worsening right lower extremity pain. On (B)(6) 2011, patient presented for follow-up. Patient reported low back pain on prolonged standing, right lower extremity soreness and numbness. Also, patient loses balance occasionally due to right lower extremity. On (B)(6) 2012, patient underwent MRI of lumbar spine. Impression: postoperative appearance of l5-s1 with orthopedic hardware at the intervertebral disk space and persistent moderate right and mild left foraminal stenosis. L4-l5 mild degenerative disk changes, annular bulging and mild bilateral joint arthrosis contributing to mild narrowing of the thecal space, moderate left and mild right foraminal stenosis. Left neural foraminal stenosis has slightly progressed since prior study. On (B)(6) 2012, patient presented for follow-up. Patient reported pain in right lower extremity. MRI scan showed some swelling around the nerve root at the l5-s1 level off to the right-hand side. It appears as though the nerve has enough space but it also appears that the nerve is somewhat swollen in that interspace. The level above has some mild degree of lateral recess stenosis bilaterally but frankly looks worse on the left than on the right. There was good fusion at l5-s1. MRI report states that patient has moderate right and mild left foraminal stenosis at l5-s1. On (B)(6) 2012, patient presented for follow-up. Patient reported right leg numbness and cold feeling. Back pain reduced after epidural injections. On (B)(6) 2012, patient presented for follow-up. Patient reported significant flare up of symptoms, burning low back pain radiating down to right lower extremity into his foot. On (B)(6) 2012, patient presented for follow-up. Patient reported right lower extremity pain. On (B)(6) 2012, patient presented for follow-up patient reported left quadricep pain and weakness. Patient was using crutches as leg gives out. On (B)(6) 2012, patient underwent MRI of lumbar spine. Impression: interbody fusion at the l5-s1 level was noted. There was facet arthropathy with endplate ridging. Findings contribute to moderate to moderately severe right with mild to moderate left-sided foraminal stenosis. Facet arthropathy at the l4-5 level with mild anterolisthesis of l4 on l5. There was annular bulging left postero lateral protrusion identified. Findings contribute to moderate right and moderate to moderately severe left-sided foraminal stenosis. There was moderate central canal stenosis. Disk degeneration the l4-5 level with broad-based posterior disk protrusion. There was mild facet arthropathy. Findings contribute to mild central and bilateral foraminal stenosis. Disk degeneration with small left posterolateral protrusion at the l1-l2 level. There was mild to moderate left-sided foraminal stenosis. On (B)(6) 2012, patient presented for follow-up. Patient reported bilateral lower extremity pain. On (B)(6) 2012, patient underwent MRI of lumbar spine. Impression: l5-s1 solid anterior discectomy, right laminectomy and suspected foraminotomy with suspected scar tissue in the right epidural region and heterogeneous right l5 nerve root suspicious for scarring/neuropathy. Consider post contrast MRI for further evaluation. L4-l5 left posterolateral 3 mm disc protrusion and moderate facet arthropathy with 2mm anterolisthesis causing severe left lateral recess and moderately severe foraminal stenosis and marked central canal stenosis (70%). L3-l4 moderate central canal stenosis (50%) and moderate bilateral foraminal stenosis due to 3 mm disc bulge and mild facet arthropathy. L2-l3 central 2 mm disc protrusion, without stenosis. On (B)(6) 2012, patient presented for follow-up. Patient reported left lower extremity pain and quadricep weakness which prevents him from walking correctly. On (B)(6) 2012, patient presented for follow-up. Pre-op for left sided l4-5 decompression intraforaminally and extraforaminally. X-rays showed no evidence of spondylolisthesis at l4-5. Patient underwent x-ray of chest. Impression: stable changes within the lingula. Otherwise no evidence of acute cardiopulmonary disease. On (B)(6) 2012, patient underwent left sided l4-5 microdiscectomy and foraminotomy for a pre-op diagnosis of left sided l4-5 herniated nucleus pulposus. No complications were reported during the procedure. On (B)(6) 2012, patient presented for follow-up after l4-l5 microdiscectomy with foraminotomy about two weeks ago. Patient reported severe pain in morning. On (B)(6) 2013, patient presented for follow-up. Patient reported left sided low back pain that goes into left anterior thigh with walking and putting left foot forward. On (B)(6) 2013, patient presented for follow-up. Patient reported left sided low back pain with radiation down leg. On (B)(6) 2013, patient underwent MRI of lumbar spine. Impression: l4-l5, there is evidence of asymmetric left-sided posterior element stress reaction an annular bulge and left paracentral disc protrusion resulting in moderate to severe left foraminal stenosis and abutment of the exiting left l4 nerve root. Mild to moderate central canal stenosis is present with mild right foraminal narrowing. L5-s1. Postoperative changes are demonstrated at this level with degenerative spurring resulting in moderate to severe right and mild to moderate left foraminal stenosis. L3-l4, there was mild to moderate left mild right foraminal stenosis with mild central canal stenosis. L1-l2, there was moderate left foraminal stenosis with mild narrowing the central canal and right foramen. On (B)(6) 2013, patient presented for follow-up. Patient reported left lower extremity pain, weakness and heaviness in leg with ambulation, right lower extremity pain and numbness radiating from his lower back. MRI from (B)(6) 2013 showed adequate fusion at the l5-s 1 region, where he has had his prior fusion at this level posteriorly as well as at the l4-l5 level. He still does have moderate disc protrusion with some left-sided nerve root impingement where the nerve root is exiting. However this looks mild in nature. On (B)(6) 2013, patient presented for follow-up. MRI scan showed some foraminal compression. On (B)(6) 2013, patient presented for follow-up. Patient reported right-sided numbness from his knee down and then left lower extremity pain going down into his anterior thigh. MRI scan showed residual lateral recess stenosis and foraminal stenosis. On (B)(6) 2013, patient presented for follow-up. Patient reported lower back pain, right sided numbness from knee down, left lower extremity pain that goes down into his anterior thigh.